Event description:
It was reported that on (B)(6) 2022, a 23mm portico valve was selected for implant using a small flexnav delivery system. It was noted during procedure that when deploying the 23mm portico valve at a depth of 5mm on the left coronary cusp and 6mm on the non coronary cusp. A 3 cusp and cusp overlap radiographic view was ascertained to assess true depth. The portico valve was deployed and looked sub-annular on full deployment. An unknown guidewire was pulled back to centralize the radiopaque tip of the delivery system. However, it was noted that while the radiopaque tip was being removed as the delivery system interacted with the portico valve and caused it to migrate above the annular plain. The decision was made to implant a second 23mm portico valve using a new small flexnav delivery system to complete the procedure without further complications. The second portico valve was implanted at an optimal depth and the delivery system was able to be removed without issue. The patient remained hemodynamically throughout the procedure and no valve gradient or leak was noted on final aortogram. There were no adverse patient effects reported. The patient was stable and recovering at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of difficulty removing the delivery system causing migration of the valve was reported. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regard to manufacture, design, or labeling.